Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the right ventricular (rv) lead exhibited noise oversensing, which resulted in pacing inhibition. The patient was subsequently brought into the clinic, where the rv lead was capped and replaced on (B)(6) 2026. The patient remained stable throughout the procedure.